Event description:
Customer reported experiencing temperature alarms 10, 11, and 15 on their pump. There was no reported adverse impact on the customer's blood glucose level. The customer was instructed to return the pump, and a replacement was arranged by technical support.